Manufacturer narrative:
(B)(4) and two controllers were returned to heartware for evaluation. This is a clinical adverse event and analysis has been requested by the site. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The two controllers met specifications as they both passed visual examination and functional testing. Analysis of the available log files revealed pump parameters within normal operation. Analysis of the pump revealed that the device met specifications; the pump passed functional testing, dimensional verification and visual examination. Pathological examination did not reveal any evidence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. (B)(4): (received on (B)(4)2015). (B)(4):(received on (B)(4) 2015). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis: review date: (B)(4) 2014. Data through: (B)(4) 2014. Normal power consumption. No alarms have been logged in the last 14 days of available data. Review date: (B)(4) 2015. Data through: (B)(4) 2015. Normal power consumption. Note the change in viscosity on (B)(4) 2015. Additional information indicates that no gross evidence of thrombosis or scoring is found within the device. A translucent gelatinous material was observed within the midline of the electrical header. This material is histologically amorphous, eosinophilic and acellular in h&e stained sections suggestion a proteinaceous substance. Ptah staining is weak. Sem findings are consistent with the gross and histological observations; eds reveals carbon, oxygen, sulfur, calcium, silicon and fluorine. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): late right heart failure (weeks to months) post lvad implant is unusual but would manifest itself with similar but less acute symptoms. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The cause of the right heart dysfunction should be identified and treated appropriately. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Approximately two and a half months post hvad implantation, this patient was admitted to the hospital with ongoing symptoms of right heart failure and aortic insufficiency. Preliminary log file analysis ruled out obstruction and inflow cannula blockage. Initially the therapeutic team believed that the pump's higher pulsatility was related to either aortic insufficiency or fibrin deposits within the pump. As a result, the patient's pump was explanted and the patient was listed 1a for heart transplant. Examination of the explanted pump by the site ruled out pannus and inflow cannula obstruction. The explanted pump and two controllers are being returned to heartware for evaluation. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted in the patient.